Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was reported as 409 mg/dl to over 600 mg/dl. The cause of elevated bg was unknown, the customer was hospitalized. Customer declined troubleshooting with tandem technical support to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.